Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were greater than 200 ohms. The connections were checked and retested, but the shock impedance remained greater than 200 ohms. The physician reprogrammed the device to a different shocking vector with normal measurements. The device remains in service. No adverse patient effects were reported.